Event description:
The customer had gotten high blood glucose results on the suspect device all day. They dosed a total of 140 units of insulin and blacked out. Emergency medical technicians were called and they treated pt with a glucose IV. Level 1 control was in range on the system. The device was replaced and requested to be returned for evaluation.